Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A review of the dhrs could not be performed as the lot number was not provided. Indeterminate--without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.